Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 98 mg/dl. The customer stated that the escape button is not working. The customer stated that there is a low reservoir and she cannot complete the set change. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.